Event description:
It was reported that the pump's usb port was damaged and loose resulting in difficulties charging the pump, causing the pump to shut down. As a result, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with a high-level ketones that was identified as life threatening by the healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer. The customer was released from the hospital on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.